Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No unexpected motor error alarm noted. The motor was tested outside of the device and passed. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and scratched reservoir tube window. (B)(4)

Event description:
Customer reported via phone call, the insulin pump was alarming motor error and then beeping but no alarm was displayed. Customer's blood glucose was over 400 mg/dl. Troubleshooting was performed. Alarm occurred after multiple no deliver alarms. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.